Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that two infusions set came off due to which hyperglycemia occurs. High blood glucose level was 295 mg/dl and was treated by insulin pen. No further information was available.

Manufacturer narrative:
Initial and final MDR 1901676- MDR 8021545-2024-01644- device 1 of 2. Patient city: (B)(6). Patient country: (B)(6).